Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that during post-implementation assessment visit by bd representative several nurses in the pediatric unit reported infusions that were running at a rate below 20 ml/hr increased to a rate of 20 ml/hr (configured kvo rate) when the volume to be infused reached zero. No specific details of the incidents could be recalled such as infusions running or rates or patient details or dates/times. There was patient involvement however no patient harm was reported.